Event description:
Customer reported that when the nurse went to check the water in the water trap of the tubing circuit, she smelt a burning odor. Subsequently, a loud sound occurred and smoke was observed coming from the back of the ventilator. There was no patient injury.